Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 06/17/2015 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and found no visible or physical damages to the platform. A review of the platform's archive data was performed and found multiple user advisory (ua) 45 (not at "home" position after power-on/restart) messages on the reported event date of (B)(6) 2015, thus confirming the customer's reported complaint. The reported ua 45 message was also duplicated during functional testing. The driveshaft was rotated back to the "home" position to clear the ua 45 message. Functional testing was continued without any additional ua's, system errors or warnings observed. Based on the investigation, no parts were identified for replacement. In summary, the customer's reported complaint was confirmed during review of the platform's archive and duplicated during functional testing. Per the autopulse resuscitation system model 100 user guide (pn: 12555-001), "the autopulse driveshaft has a "home" position that is a point of reference for autopulse operation. If the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position." To clear a user advisory (45), users are advised to pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then press restart. There were no device deficiencies found during evaluation of the returned platform which could have caused or contributed to the ua 45 message. The root cause was determined to be that the lifeband straps were not pulled completely up prior to turning the device on. After servicing, the platform passed all final functional testing criteria.

Event description:
It was reported that during a shift check, the autopulse platform displayed a user advisory (ua) 45 message that the user could not clear. No patient involvement was reported. No further information was provided.